Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements from 120 to 180 ohms. The shock impedance measurements were greater than 200 ohms in coil to coil configuration. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the device shock impedance alert was reprogrammed. There were no further actions or interventions planned. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that defibrillation threshold (dft) testing was performed. The shock did not convert the patient; therefore, they were externally rescued. The device recorded a code 1005, which indicated an open circuit condition was detected during shock delivery. No interventions have been performed and the patient was wearing a life vest for defibrillation therapy. No additional adverse patient effects were reported. The device remains in service.